Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date: (B)(6) 2020 adverse. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: "what were the indications for surgery? => no further information is available. How was the leak identified? => no further information is available. How was the leak stopped/addressed? => no further information is available. Did the patient receive any preoperative chemotherapy or radiation? => no further information is available. Were there any issues experienced with the device in the initial surgical procedure? => no further information is available. What healthcare professional fired the device and what is his/her experience with the device? => no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information is available. Was the device difficult to close? => no further information is available. Was the device difficult to fire? => no further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? => no further information is available. Were the donuts inspected? => no further information is available. If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? => no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? => no further information is available. If so, please describe the shape and location. Was a leak test performed? => no further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? => no further information is available. What was observed at the site of the leak upon reoperation? => no further information is available. What is the current status of the patient?=> no further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic rectal resection, leakage occurred from the posterior wall 5 days after the surgery. Colostomy was performed to stop leakage. No further information is available.